Event description:
It was reported that the patient had been lost to followup, and that the device could not be interrogated and was at end of life when the patient came in for a device changeout. The device was explanted and replaced. It was reported that the lead had high impedance, noise, oversensing, no sensing, no capture, and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.